Manufacturer narrative:
Implanted approximately six weeks ago. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history records review has been requested.

Event description:
Pt status post 4.5mm lcp condylar plate implantation approximately six weeks ago returned for post op visit. An x-ray showed the plate had broken and there was a nonunion. Surgeon removed the hardware and revised the pt to a longer plate and screws. Surgeon noted no screws were broken.